Event description:
Nurse hooked up the patient's IV cellcept to the 8 - port manifold with a chemo-lock port. Before they had unclamped the medication, the clave on the manifold detached and dextrose 5% in water (d5w) began leaking from the open site on the manifold where the port had become detached. The IV cellcept was still clamped and no other medications had been connected to the manifold so there was no chemo spill. Manifold and tubing replaced.